Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable. Patient interface (pi) is not an implantable device. Section d6b: explant date: not applicable. Patient interface (pi) is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 -health effect - clinical code: 4581: flap cut issues. Additional information: it was reported that 6 patient interfaces for lot#: 60567511 and 1 patient interface for lot#: 60565607 had suction issues of which 2 occurred during laser firing. The customer wasn't able to identify which lot(s) the suction loss during laser firing occurred therefore, this report is being submitted as an unknown lot number. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss occurred during procedure involving the patient interface (pi). Suction was lost immediately after pressing the pedal to create the flap, which prevented from continuing the operation as the flap was imperfect. No additional information was provided. This report is 2 of 2 reported.

Manufacturer narrative:
Corrected information: the product distributor reported on 11th november 2025 that the problem occurred in (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted